Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc data, all three levels of ferritin qc were within the customer's established ranges prior to and after the event. The customer stated to customer technical support (cts) that a ferritin reagent pack had been moved from instrument to another on the evening shift. Service was not dispatched for this event as the issue was resolved through normal troubleshooting with bec hotline. Use error is the likely root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining reagent pack process monitoring errors for several ferritin samples generated by the unicel dxi 800 access immunoassay system. While the customer was troubleshooting with the bec access hotline a ferritin reagent pack was found to have been shared between the customer's two dxi systems. When this occurs the instrument does not detect that the pack test count is incorrect. The customer repeated seven (7) patient samples that were in question; no erroneous results were reported. Specific patient information and results have not been supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.